Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range (oor) shocking lead impedance (sli) measurement. This lead was hooked to a competitor device and the sli measurements were observed to gradually increase until it became oor. Boston scientific technical services (ts) recommended a patient check and lead troubleshooting. Ts further suggested performing isometrics and commanded shock to test the lead integrity. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.